Event description:
It was reported that during the implant attempt, it was difficult to place the lead and to obtain good lead parameters. The lead was repositioned multiple times before a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, all insulators were breached cut, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage.